Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen that made impaired view of screen. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had rejected new battery and battery life was diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive esc, act, up and down arrow buttons due to flattened dome switches. No unlocked lcd connector. Unable to verify operating currents, perform displacement test or self test due keypad anomaly. Device received with minor scratched display window and case. Device received with missing end cap sticker.